Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28may2020.

Event description:
The customer reported the navigation (nav) ring is not working. The settings were flickering and the settings couldn't be changed via the touchscreen. There was no patient involvement. The manufacturer¿s field service engineer (fse) as able to duplicate and confirm the reported nav ring issue. The fse replaced the nav-ring by installing a 2nd generation front bezel. The unit passed touchscreen calibration, control test, and electrical safety test. The unit is ready for use.